Manufacturer narrative:
The suspect medical device was returned to the manufacturer for investigation. The investigation confirmed that a part of the ceramic insulation at the distal end of the resection sheath is broken off. In addition, there are vertical cracks visible. However, it cannot be determined with certainty whether the resection sheath had been previously damaged during reprocessing without parts breaking off immediately or whether the damage occurred during the procedure. The cause of this damage is most likely mechanical overload by the application of excessive force like impact, fall, shock or similar stress. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed from olympus side but, independently from the above mentioned issue, a CAPA was initiated in march 2019 where further investigations, trending, and surveillance will be performed. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection in saline (turis) procedure at an unknown date, the ceramic insulation at the distal end of the resection sheath broke off inside the patient, disintegrating into numerous small fragments and leaving sharp edges at the points of breakage. However, no fragments remained inside the patient since they were reportedly retrieved. Nevertheless, the surgery time was extended by 10 minutes. No further information was provided but the intended procedure was successfully completed with another similar device and there was no report about an adverse event or patient injury.